Manufacturer narrative:
Additional information d9, h3, h6, h8 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported door sensor did not recognize door was closed, was reproduced as a load set message at power up. A load set message at power up can occur when the pump does not recognize a closed door. A review of the event history log revealed three events of "door jammed!". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification upper auxiliary assembly. The upper auxiliary assembly requires replacement to address this issue. Th reported malfunction may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced door sensor does not recognized door is closed. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.